Event description:
It was reported that a patient had a seroma and an infection. As of (B)(6) 2011, the patient remained hospitalized and had been in the hospital for approximately two (2) weeks. The patient was given intravenous (IV) antibiotics for the infection. The medication administered via the pump was not known; it was a cocktail of drugs. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8709, lot # l82123, implanted (B)(6) 2000, explanted unknown; pump connector model # 8575, lot # j12272r, implanted 5/23/2055, explanted unknown.

Event description:
Additional information: it was later reported that the drug used was lioresal and compounded baclofen. Other intrathecal drugs administered included the following: fentanyl, and bupivacaine. The primary location of the infection was at the device pocket. The patient did not have meningitis. Signs / symptoms of infection included: redness, drainage, and incisional wound opening. A culture obtained from the device pocket determined staphylococcus aureus. Superficial cellulitis was further reported. Perioperative antibiotics were indicated as having been administered. Treatment of the infection included both oral and IV antibiotics. The patient's pump "was saved". The infection resolved. The last pump refill occurred on (B)(6) 2012.